Event description:
It was reported that an unspecified amount of bd vacutainer® serum blood collection tubes "condensation" foreign matter was discovered in the tubes. The following information was provided by the initial reporter: customer reports tubes with condensation for cat 367820 lot 3170988.

Manufacturer narrative:
H.6. Investigation summary: material #: 367820. Lot/batch #: 3170988. Bd received 10 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter-moisture with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter-moisture as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter-moisture. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that an unspecified amount of bd vacutainer® serum blood collection tubes "condensation" foreign matter was discovered in the tubes. The following information was provided by the initial reporter: customer reports tubes with condensation for cat 367820 lot 3170988.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.